Event description:
It was reported that pt lost therapy in his right leg and lower back. The pt had been experiencing decreasing efficacy for the past few months, but stated no falls or accidents, though he had experienced some balance issues during the time the stimulation was not working properly. Interrogation of the pt's second lead revealed impedances greater than 4000 ohms on many electrodes even after increasing the default value. It was reported that the pt had x-rays two weeks ago, and there were no noticeable breaks or fractures. Reprogramming using electrodes which did not show high impedance on the second lead was attempted, but the pt did not have stimulation sensation. The second lead was turned off, and programming was done on the first lead. With the settings at 1+, 3- the pt had stimulation in his left leg and right leg to the knee, but not in his back. The lead was reprogrammed with settings at 0+, 3- and the pt had stimulation in his back, left leg, and half of right leg. The pt was satisfied with this stimulation. The pt was seen by the physician and scheduled for lead replacement. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.